Event description:
Six fr foley inserted during treatment of septic shock. Catheter taped to leg and when child moved, the catheter snapped apart on the junction narrow lumen and widened area for urimeter connection. Since foley was taped, there was no migration of catheter to bladder. Balloon did not deflate. No injury to pt.